Manufacturer narrative:
The customer's meter and test strips has been requested for investigation. A follow-up report will be submitted when the product is received.

Event description:
A customer reported that they obtained imprecise sequential readings on their precision xtra meter. The customer reported that they obtained readings of 20.1 mmol/l and 5.5 mmol/l within a 10 minute timescale. When plotted on a parkes error grid the results fell in the 'b' and 'c' zones, results in the 'c' zone are deemed clinically significant. There was no report of death, serious injury or mistreatment. The customer's meter and test strips have been requested for investigation.